Event description:
Device 1 of 2: reference MFR number: 1627487-2017-01339. Further investigation revealed the issue was previously reported under MFR number: 1627487-2017-00788 and 1627487-2017-00789.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR report #: 1627487-2017-01339. It was reported the patient experienced ineffective stimulation. As a result, the patient will undergo surgical intervention.